Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks. However, this cannot be confirmed because the explants were not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to periprosthetic infection right knee. The patient came to clinic on (B)(6) 2017. The skin is necrotic and debridement and irrigation on (B)(6) 2017 with compromise of skin fat and extensor mechanism without evidence of infection. "Cultures" samples were taken. A new irrigation and debridement on (B)(6) 2017 with similar findings and "mayor" compromise of extensor mechanism. Patient is part of the (B)(6) study and we were informed of right knee revision.